Event description:
It was reported that the procedure was to treat a mid right coronary artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a non-abbott balloon and the xience v 3.0 x 28 stent was placed, but the balloon ruptured duirng first inflation at 12 atmospheres during first inflation of 20 seconds. Due to the rupture, the stent was not fully expanded; therefore, post-dilatation was performed with a non-abbott balloon to completely expand the stent. There was no adverse patient effect and the final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: launcher 6f al1. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with the stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. As the balloon ruptured during inflation, the stent was not fully deployed, requiring additional treatment to fully deploy the stent. To ensure this type of damage is not a result of a potential product deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to deploy or balloon rupture for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined.